Event description:
The physician was using a falcon forte ptca balloon to post dilate a cristallo ideale stent in the right internal carotid artery. No issues noted during cristallo deployment. A mo.ma ultra was used for cerebral protection. The lesion was a focal lesion that exhibited 80% stenosis, minimal tortuosity and little calcification. No resistance noted during insertion or with accessory equipment. The inflation was fast, carried out with a conventional syringe until a uniform format was achieved. It was not possible to measure the pressure achieved, because the inflation was made using a syringe. The physician used the syringe to deflate the balloon manually and when the balloon was retired through mo.ma ultra, it presented resistance and the balloon was bent/broke, clogging the work channel of mo.ma. As a result, it the mo.ma did not fulfil its function of cerebral protection, because the channel was obstructed by f alcon and it was not possible to perform any aspiration, because the mo.ma¿s ¿working channel¿ was obstructed by falcon balloon. Difficulty was encountered withdrawing the mo.ma. A guide wire was passed by a short introducer in order not "lose the puncture." The mo.ma and falcon were withdrawn as a single unit. The patient is doing well without complication

Event description:
Evaluation summary: negative pressure was applied on both inflation lines by connecting a vaclock syringe filled with water to the lateral luers. No leakage was detected on both inflation lines. Bubbles stopped after 15 seconds. An attempt to inflate the balloon was performed however it failed due to lumens occlusion by dried radio opaque solution. A needle was bonded to each inflation on the distal part of the shaft in order to perform inflation. Both balloons were then tested by inflating them with blue water to 10mm (proximal balloon) and 6mm (distal balloon). No leakage/pinhole was detected after 30 minutes of inflation. A 1.76 mm pin gauge was passed using a mandrel through all length long of the working channel without relevant friction. The falcon shaft was returned broken, in order to verify the compatibility with the working channel, the distal portion of the moma shaft (20 cm) was cut. The falcon balloon was inflated at 8 bar, then after balloon deflation it was withdrawn inside the 5 fr working channel without evidence of friction.

Manufacturer narrative:
Evaluation results: no device received for evaluation; no results available since no evaluation performed- device or procedural images not provided for review. Related to another drug/device -falcon forte became trapped in the mo.ma. Evaluation conclusion: unable to confirm complaint - device or procedural images not provided for review. Another device caused failure -falcon forte became trapped in the mo.ma. (B)(4).